Event description:
It was reported that during an endoscopic resection of the prostate, the loop broke in two inside the patient. The staff retrieved the loop using a crocodile forceps. No death or (unanticipated) serious deterioration in state of health is reported and the surgery was completed successfully. However, since a deviation from the planned surgery was necessary, the case is deemed reportable as a precautionary action.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).